Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a non-specific time and date issue. It is unclear at this time what was occurring with the time and date. The patient had reportedly come off the pump at the time of contact with animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 02/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/31/2015 with the following findings: evidence of a 'time and date reset' issue was observed in the black box data. The pump case was removed, and corrosion was found under the bt1 internal battery component; this device failure caused the 'time and date reset' issue. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); a test battery cap was used during the analysis.